Event description:
Acclarent was notified on (B)(6) 2013 of an event during a sinus surgical case when acclarent balloon dilation technology were used. The surgeon reformed an office maxillary balloon sinuplasty. There was difficult anatomy in the infundibulum with a narrow outflow, and bony and osteitic uncinate process and middle turbinate. In attempting to access the area with the acclarent spin device. There was some pain in spite of adequate anesthesia as he tried to move the middle turbinate and uncinate process. The patient became lightheaded necessitating reclining the chair. The lightheaded feeling quickly resolved. She was able to be discharged.

Manufacturer narrative:
The surgeon stated the acclarent devices functioned as expected. He stated that the nausea and lightheadedness was a vasovagal response from the pain. The subject device of this report was not returned for evaluation, and its whereabouts are unknown. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.